Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the shaft's threaded tip broke off. No fragment of the broken product remained inside the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual review of the inserter confirms the instrument is broken several threads down from the distal tip of the threaded rod. No surface defect identified that could contribute to the threaded tip breaking. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue. There is a sheer lip that could be from bending of the tip before the break occurred. The above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.